Manufacturer narrative:
The investigation determined that higher than expected trop I es results occurred on multiple patient samples on the vitros eci analyzer. The investigation into this event concludes that the most likely root cause of the event is instrument related. An ocd field engineer replaced the reagent metering pump and performed adjustments to multiple subsystems to return the eci system to expected operation. Following this action, acceptable vitros tropi es performance was observed.

Event description:
The customer observed higher than expected vitros tropi es results for multiple patient samples processed on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tropi es results were reported outside the laboratory. It is unknown if corrected reports were sent to physicians. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)